Manufacturer narrative:
Internal complaint reference: (B)(4). H3,h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Review of the product instructions for use found adequate warnings and precautions to prevent damage to the device during use. A review of risk management files found that the reported failure was documented appropriately. Please refer to the instructions for use for recommendations on the wand is supplied sterile. The wand is intended for single use only. Do not clean, resterilize, or reuse the wand as this may result in product malfunction, failure, or patient injury, which may also expose the patient to the risk of transmitted infectious diseases. Please refer to the instructions for use associated with each wand type for specific information concerning wand use. Error: re-used wand detected e5: wand error. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
H10: h3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Visual inspection of the rf12000, q2 controller s/n:(B)(6); the warranty seal which is not broken and in its original condition. The manufacturing date of the controller is rev.p ¿ 2014. No visible manufacturing abnormalities were found; the unit was powered-up. Following the information on the display ¿press any button¿, immediately a wand error e5 was displayed. The error came up with an acousical sound and the red attention led; the failure could not be reset; the complaint was verified and the root cause could be determined due to an electrical component failure; factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component.

Manufacturer narrative:
(B)(6). Internal complaint reference case- (B)(4).

Event description:
It was reported that, during rottator cuff surgery, the quantum system was showing e5 error. No significant delay and the procedure was finish with shaver, no additional rf was used. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.